Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
A patient underwent a procedure at l4-l5 via plif to treat degenerative spondylolisthesis. It was reported that l4 screws and cage(s) back out were confirmed during regular follow up exam. The patient complains of pain. A revision surgery will be performed.